Event description:
A surgeon reported that the 23 gauge vitrectomy cutter was not cutting and aspirating properly during a vitrectomy procedure. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and found the cutter pressures were out of specifications. The company representative replaced the pneumatic valve assembly, the 57 psi pressure regulator and the header assembly. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause could not be determined. (B)(4).